Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient experienced inaccurate cgm values where the cgm was reading low. The patient did not take a bg fs at this time. She self-treated with some food, ate turkey sandwiches, based on the cgm reading but it was still not increasing. Then she self-treated with coke and sensor was still around 55 to 65 mg/dl. She did not feel any symptoms but around 7:30, she decided to go to the emergency room (ER). At the ER they took bg fs and it was 353 mg/dl. 15 minutes later, her bg fs was almost 400 mg/dl. They administered IV fluids, after the treatment the bg decreased to 190 mg/dl. The patient was discharged the same day at 11:00 pm (less than 24 hours). No other details were documented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.